Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Two photos were reviewed. Both ends of the balloon were loaded onto a guide wire, and the distal portion of the balloon was noted to be bunched. The introducer sheath and half of the catheter were noted, but there was no evidence of a balloon rupture or detachment in the photos submitted. Therefore, the investigation for the reported balloon rupture and balloon detachment remains inconclusive as no specific evidence could be noted due to the condition of the device observed in the photos. The investigation for the reported difficult to remove through the sheath and balloon material bunching could be confirmed based on the submitted photos, as the balloon material was noted to bunched at the distal end of the catheter. A definitive root cause for the reported balloon rupture ,balloon detachment, difficult to remove through the sheath and identified balloon material bunching could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiration date: 05/2025). Device not returned.

Event description:
It was reported that during an angioplasty procedure in the right brachiocephalic vein, the pta balloon allegedly ruptured around 6 atm on the second inflation attempt. It was further reported that the ruptured balloon and catheter allegedly detached upon retrieval. Reportedly, the balloon was allegedly unable to retrieve through the introducer sheath. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Expiration date: 05/2025. Device not returned.

Event description:
It was reported that during an angioplasty procedure in the right brachiocephalic vein, the pta balloon allegedly ruptured at approximately 6 atm. It was further reported that the ruptured balloon and catheter allegedly detached upon retrieval. Reportedly, ruptured balloon was allegedly unable to retrieve through the introducer sheath. There was no reported patient injury.